Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient's blood glucose was elevated as high as 500 mg/dl and tested positive for ketones after the patient missed 3 of his bolus insulin regimen in the morning. The patient received treatment with correction bolus until his blood glucose was down to 120 mg/dl. During troubleshooting, the animas representative noted that the up and ok buttons were sticking. The buttons responded but the patient had to push the buttons multiple times. There was no evidence of product misuse. The pump is being returned for investigation. This complaint is being reported as a malfunction due to the alleged keypad issue. The alleged hyperglycemic episode was contributed diabetes management since the patient missed 3 bolus doses.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the keypad. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).